Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" and "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust belt¿, ¿add gel/replace belt¿ messages) was confirmed due to the electrode belt's j703 component being damaged and broken from the dn pca board. Upon further investigation, the black and yellow gel fire wires were broken, causing the ¿add gel¿ messages. The electrode belt was unable to pass falloff testing. The root cause of the physical abuse of the damaged j703 component was unable to be positively identified. There was no adverse event that resulted from the damaged belt.